Event description:
The stent was sub-optimally deployed in the right internal carotid artery (ica), therefore the stent failed to cover the "end of the right ica to right middle cerebral artery". The patient suffered an intracranial hemorrhage in the anterior choroidal artery due to a rupture as the physician was "try to retraction the stent". A second balloon catheter was used to control the hemorrhage and a second stent was implanted to fully cover the lesion. The patient was sent to the intensive care department for further treatment. The patient's current condition is reported as "right oculomotor nerve palsy."

Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device misuse that contributed to the reported event. Based on the investigation the most probable cause of the reported stent premature deployment is operational context. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported intracranial hemorrhage was an anticipated procedural complication.

Event description:
The stent prematurely deployed in the right internal carotid artery. This resulted in the sub-optimal placement and the failure of the stent to cover the "end of the right ica to right middle cerebral artery", the site of the lesion. The patient suffered an intracranial hemorrhage in the anterior choroidal artery due to a rupture as the physician was "try to retraction the stent". A second balloon catheter was used to control the hemorrhage and a second stent was implanted to fully cover the lesion. The patient was sent to the intensive care department for further treatment. The patient's current condition is reported as "right oculomotor nerve palsy."

Event description:
The stent was sub-optimally deployed in the right internal carotid artery (ica), therefore the stent failed to cover the "end of the right ica to right middle cerebral artery". The patient suffered an intracranial hemorrhage in the anterior choroidal artery due to a rupture as the physician was "try to retraction the stent". A second balloon catheter was used to control the hemorrhage and a second stent was implanted to fully cover the lesion. The patient was sent to the intensive care department for further treatment. The patient's current condition is reported as "right oculomotor nerve palsy."